Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15041263/15310903, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 17168316, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.